Event description:
It was reported that with the thyroid procedure the required procedure is changed only on the images, furthermore the requested tube selection is not always accepted. There was a lack of response even when they were certain they had located the nerve. The stimulation previously gave a positive and subsequently negative response, despite the fact that the nerve had not been affected. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.